Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no - additional information. H2 type of follow up: additional information.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).